Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture / ruptured suture¿ unspecified failure was confirmed as a suture retrieval issue due to high link material. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information and evaluation of the returned unit, the observed high link material appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d4: lot number, expiration date. H4: device manufacturing date. H6: medical device problem code 3190 removed.

Event description:
Subsequent to the initially filed report, analysis of this returned device revealed the barb of the posterior needle tip was scratched. There was a gap between the mandrel and the rim of the posterior cuff. The link appeared to be higher than the level of the tabs.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was an unspecified failure for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.